Event description:
Event description guidant received information that, 3 days following a device change-out procedure, this patient's chronic right ventricular defibrillation lead was explanted as a result of induced damage to the proximal shocking coil. It was reported that the physician had difficulty accessing the device during this procedure - likely resulting in the induced damage observed. An acute angle present in the superior vena cava of this patient was reported to present difficulties when attempts were made to implant the models 0184 and 0185 right defibrillation leads. These leads were thus not implanted.